Event description:
It was reported that during an initial total knee arthroplasty, the femoral impactor pad fractured during insertion of the femoral trial. There was no patient impact and no adverse events have been reported as a result of the malfunction. Due diligence is in progress for this event; to date no additional information has been reported.

Manufacturer narrative:
(B)(4). Diligence is in process to determine whether the product is available for evaluation. The investigation is in progress. Upon receipt of additional information or completion of the investigation, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; g3; g6; h1; h2; h3; h6 visual examination of the provided image performed. Lot number is not able to be determined from the image. Image clearly shows the impactor pad fractured into two separate pieces. No further evaluation can be made from the provided picture. The device history record was unable to be performed as the lot number of the device involved in the event is unknown. A definitive root cause cannot be determined. Complaint confirmed after review of the provided image. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections have been updated: b4; b5; d1; d4; g3; g4; h2; h11. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product has been discarded. The investigation is in process. Upon completion of the investigation, a follow-up MDR will be submitted.

Event description:
No further event information at time of this report.